Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions; medical device ¿ problem code), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to duplicate the reported issue, as per precautionary measure, replaced temperature sensor and compressor. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. Returned to the customer and cleared for customer use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) had maintenance and system over temperature alarm. No patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2,h11, e1 ( initial reporter , event site email). Corrected field: d10. Additional initial reporter name and email address added.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: d1, d4 (version or model #, catalog #, unique identifier (UDI) #).

Event description:
N/a.